Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while removing and reinserting the battery, the device powered on by itself and started going through the voice prompts.  When the customer pressed the power button, the device would not power off.  The customer had to remove the battery in order to power the device off.  As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The device powered on, charged and shocked with no discrepancies. Physio removed and reinserted the battery multiple times with no power related discrepancies observed. The device was then opened and a visual inspection performed but, again, no discrepancies were observed. The cause of the reported issue could not be determined. The customer was provided with a replacement device.